Event description:
A customer contacted baxter's technical service center regarding feeling full during dwell 4/4. The pt had abdominal discomfort and shortness of breath. A technical service rep (tsr) assisted the home pt to drain off 3945ml (last fill volume was 2300 ml) so that the pt could breathe comfortably. The pt could not provide any further info regarding the current therapy due to visual impairment. The tsr arranged for the device to be returned for evaluation.

Manufacturer narrative:
Device has been returned for evaluation, but the evaluation was not completed at the time of submission. A follow-up will be submitted with evaluation results when available.